Event description:
A malfunction on the pump was reported, with no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer contacted technical support, who provided reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurs, which the customer acknowledged and understood.